Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited failure to charge and a code 1006, indicative of a high voltage detected on a lead during a device charge. The right ventricular (rv) channel exhibited noise and intermittent shock impedance measurements, with the recent measurements being high and out of range. It was also noted that the rv lead exhibited loss of capture and high out of range pacing impedance measurements. Technical services (ts) recommended device replacement. Subsequently, this rv lead was capped and replaced. During the procedure, a fracture was observed on the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This investigation will be updated should pertinent information become available in the future.